Event description:
It was reported that during a rotational atherectomy procedure, the wire fractured outside of the pt during platforming. The wire was removed without incident. No pt injury or complications were reported.